Event description:
It was reported that the registered nurse (rn) called the clinical support specialist (css) regarding blood in the balloon tubing. The css verified flecks of blood in the tubing and suggest the pump be turned off, clamp and remove the balloon. As a result, the physician was contacted and the iab was removed and a new iab was used. There was no report of patient injury or consequence.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of iab blood in helium pathway is confirmed. A puncture to the bladder, consistent with contact from the broken fiber, was found near the distal tip of the iab which allowed blood to enter the helium pathway. No other leaks were detected during functional testing. The root cause of the broken fiber is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends. No further action required at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the registered nurse (rn) called the clinical support specialist (css) regarding blood in the balloon tubing. The css verified flecks of blood in the tubing and suggest the pump be turned off, clamp and remove the balloon. As a result, the physician was contacted and the iab was removed and a new iab was used. There was no report of patient injury or consequence.